Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported an occlusion alarm occurred. Customer declined system check with tandem technical support (cts) at the time of the call. Multiple attempts were made by cts to complete a system check, however, no additional information was received. Customer¿s blood glucose level was 129 mg/dl.